Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 547 mg/dl, due to an occlusion alarm and pump battery depleting to quickly. The customer felt weak and lost consciousness and was transported to the ER where they were treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.